Event description:
The customer called for assistance with his contour next ez meter and stated he ran a control test, but when checking the meter memory during the call it was discovered there were no readings marked as a control. The control reading could potentially be interpreted as a blood result. There was no allegation of an adverse event. The customer was satisfied with troubleshooting during the call so no product is expected to be returned for evaluation. Additional strips were sent.

Manufacturer narrative:
Remedial action and correction/removal reporting number. This information was not provided in the initial report.